Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages, damaged te pad/sensing electrode and check therapy pad messages) has been confirmed. As received, the belt unable to complete an ECG falloff test. Upon investigation the electrode belt ECG cable was cut, damaging a wire in the cable. The root cause for cut cable could not be positively identified. No adverse event resulted from the damaged belt.